Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history. However, this condition could not be duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. As a precaution, the pumphead module channel was cleaned. (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the batteries and battery harness were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.